Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was reported that the pump became hot and that moisture ingress was located in the pump and behind the display, which occurred after exposing the pump to pool/hot tub water. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in battery alarms. Evidence of moisture behind display lens was found. No battery cap or cartridge cap was returned. All testing was performed with test caps. The pump powered up with a test battery cap. The battery cap was able to fully tighten to find pump and no battery compartment cracks were observed. No evidence of moisture contamination was found inside the battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting. No alarms or power losses were duplicated. The current readings were within specifications. The pump case was removed to find evidence of moisture contamination inside the pump on the transceiver /continuous glucose monitoring board and other printed circuit board components.